Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was bleeding at the catheter joint and an air alarm went off when conducting hemodialysis. The product was tested prior to use. There was patient involvement but without injury. This event required medical intervention-temporarily re-intubation inserted in the femoral vein via non-tunneled catheter to conduct hemodialysis. The patient condition is stable.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product sample consisted of one pc palindrome 19/36 kit w/slot. After a visual inspection, signs of use were identified and a hole was found below the hub. Additionally, two cuts were noticed, at approximately 1 cm below the hub and at 0.3 cm below the cuff. Both cuts were identified in the catheter body. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen corresponding to the arterial extension. The lumen corresponding to the venous extension did not present bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was more likely damaged during use. The most probable root cause can be due to improper use of cleaning agents. The lot involved on this complaint was manufactured on 04/12/2013, before the implementation date of actions related to a corrective and preventative action. This event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.